Event description:
Esophagogastroduodenoscopy (egd) performed. Patient was dilated with a 48 french savory. Surgeon reported perforation when reassessing esophagus. Procedures was aborted. It was found that the cleanguide¿ disposable otw esophageal dilators and marked spring tip guidewire kinked during the removal.